Event description:
Additional information received from a healthcare professional (hcp) reported it was unknown what factors may have led or contributed to the event. It was noted there was no clear factor. The cause of the motor stall and recovery and inability to hear the alarm was not determined/unknown. The patient's weight was 137 pounds. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 478 mcg/day via an implanted pump. It was reported the patient had a motor stall on (B)(6) 2020 and the patient had the stall shortly after a refill. The motor stall only lasted 8 minutes and did not alarm. It was confirmed there was no other stalls and the pump was functioning normally. Patient symptoms were not reported, and the patient did not have an MRI. No further complications were reported.